Event description:
Healthcare professional (hcp) reported that a patient experienced "edema, induration, signs of vascular compression on the skin, pain in the chin area" after injection nine months ago in the subdermal and lips with juvéderm® volbella¿ with lidocaine, in the chin with [unspecified] juvéderm® voluma¿ and seven months ago in the lips with juvéderm® ultra smile. Treatment and symptom information not provided. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00729 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.